Manufacturer narrative:
(B)(4). It was reported during an ischemic ventricular tachycardia (isvt) procedure the pentaray navigational catheter would not relax. This issue occurred when the catheter was in the left ventricle. There was no difficulty removing it from the patient. The catheter was replaced and the case was continued. There was no patient injury reported in this case. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for deflection functionality and it passed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported during an ischemic ventricular tachycardia (isvt) procedure, the pentaray navigational catheter would not relax. There was no difficulty removing it from the patient. The catheter was replaced and the case was continued. Upon request from the bwi field representative, clarification on the event was provided. The catheter became stuck in the deflected position and was not able to be straightened out. This issue occurred when the catheter was in the left ventricle. There was no patient injury reported in this case.

Manufacturer narrative:
(B)(4).